Event description:
During testing at the user facility, the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code. The device was returned to biomedical dept with a note that stated "s320 malfunction alarm." This is not a reportable malfunction. No info was provided; therefore specific pt info, device programming, or event details were not available. During testing at the user facility, at start up, the device alarmed with s321 (motor error - pmc, left) and s320 (led error - pmc, left) malfunction alarm codes. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.